Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic bile duct stone removal procedure performed on (B)(6) 2026. During the procedure, the trapezoid rx was inserted to the bile duct. However, the device did not progress from the middle of the bile duct. The procedure could not be completed. The scheduled date for the next procedure is undecided. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of absence of treatment.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of absence of treatment. Block h11: the returned trapezoid rx was analyzed, and a product analysis found the device was returned with the working length bent; the side car rx was push back 8mm. It was possible to advance a guidewire into the side car. The side car rx was observed with some residues and damaged. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of "cancelled/rescheduled - post sedation/sedation unknown" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported event of device difficult to advance guidewire was not confirmed. Based on all available information, it is possible that the interaction with the guide wire, the physician's technique, and the tortuosity of the anatomy caused damage to the side car rx at the proximal section of the guide wire channel. In addition, the device's side car was pushed back, most likely due to the amount of force applied to the handle when attempting to destroy the stone. This applied force may have caused the working length to retract, thereby pushing back the side car rx. Furthermore, the same force or the physician's technique during the procedure could have resulted in the working length becoming bent. On the other hand, for the event cancelled/rescheduled - post sedation/sedation unknown, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic bile duct stone removal procedure performed on (B)(6) 2026. During the procedure, the trapezoid rx was inserted to the bile duct. However, the device did not progress from the middle of the bile duct. The procedure could not be completed. The scheduled date for the next procedure is undecided. There were no patient complications as a result of this event.